Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that 2 sensors had problems. With the first sensor, there was no signal, and after removing it found there was no cannula. With the second sensor, he received a lost sensor alert, and after removing it found the cannula was bent. The customer's blood glucose reading was unknown. Customer performed troubleshooting. The sensors were replaced, however nothing was returned.